Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed '+12v analog out of range' during peruse checkout. This alarm would cause the unit to shutdown. There was no report of patient involvement.&#842;